Manufacturer narrative:
This is our final report on this incident. If data files will become available in the future, they will be investigated and a follow-up report will be sent.

Event description:
The customer reported that two test results obtained on their (B)(6) instrument were transmitted prematurely to the customer's lis system without being approved by the technician. The results needed to be edited on the instrument prior to being approved. A full ih-com database backup was requested but the upload to the transfer site. Failed. Therefore, an investigation of the database backup was not possible.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that two test results obtained on their ih-1000 instrument were transmitted prematurely to the customer's lis system without being approved by the technician. The results needed to be edited on the instrument prior to being approved. A full ih-com database backup was collected. These data are currently under investigation. .